Event description:
This ra lead was implanted on (B)(6) 2011 and was capped on (B)(6) 2016 due to noise with oversensing. The physician was dr. (B)(6) at (B)(6) healthcare system in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).